Event description:
It was reported that this right ventricular (rv) lead triggered an alert for a high out or range shock lead impedances (sli). The sli measured at about 127 ohms. Technical services discussed to consider bringing the patient in to perform isometrics and pocket manipulations while testing sample impedances. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Manufacturer narrative:
The patient code 3191 accounts for the medical intervention that occurred.

Event description:
It was reported that this right ventricular (rv) lead triggered an alert for a high out or range shock lead impedances (sli). The sli measured at about 127 ohms. Technical services discussed to consider bringing the patient in to perform isometrics and pocket manipulations while testing sample impedances. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated. Additional information was reported indicating that there was a relatively sudden drop in impedances, to the fifties, in middle of (B)(6) 2019. Technical services reviewed related trends and noted that impedances were relatively high until the drop in december. The health care professional (hcp) stated that the chart shows a mastectomy on (B)(6) 2019. Additionally a non-invasive program stimulation on january 15th, where the sli was 101 ohms. Technical services discussed that this must have been some effect from surgery or patient condition. The hcp plans to continue to monitor.